Event description:
Received a report that pt developed infection at surgical site from clavicle implant, identified as (B) (6) and proprionobacterium acne likely introduced at time of surgery. Pt was a non-union, treated for infection and revised with alternate device.